Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information in the service report, no parts were replaced to solve the issue. Monitoring printed circuit board and control printed circuit board were reinserted. The ventilator passed all functional and safety tests and was cleared for clinical use. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has not been determined. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on (B)(6) 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).